Event description:
It was reported the device was faulty as the curve and deflection were not good. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned, evaluation was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: user error (including user technique and methods) . User expectation/anticipation of the device curve. Catheter curve shape inaccurate or kinked. Distal tip damage caused by mishandling/improper storage. User does not fully deflect catheter. The instructions for use (IFU) state: as the device was not returned for evaluation, and the reported information did not provide specific details regarding device failure, the risks associated with the user¿s experienced issue could not be determined. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. H3 other text : 81.